Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during procedure the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.